Event description:
Customer reported receiving erratic readings on her precision xtra blood glucose monitor. Customer reported receiving readings of 453 mg/dl and 102 mg/dl within 10 minutes. All tests were performed on the finger. When plotting the readings against the average on a parkes error grid, the results fell in the "b" and "c" zones. The "c" zone result shows the difference in readings to be clinically significant. There was no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The customer's product has been returned for an investigation. A follow-up report will be filed once the investigation results are available.